Event description:
Brushhead slides up and off of handle while brushing [device breakage]. No adverse event. Case description: a (B)(6) consumer reported that while using an oral-b power/power toothbrush -rechargeable/professional care/4729, the oral-b brushhead, version unk continues to slide up and off the handle while brushing teeth. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.